Event description:
Hospital is rpeorting experiencing air bubbles in the line of the chambered fluid delivery set packaged within their convenience kit. The lab pressurizes a 500 ml bag to 300 mg. Sometimes they use the saline port and other times they use the injection port. Sample will be returned by the sales rep. There has been no patient injury.